Event description:
It was reported that a foreign object was inside the sterile packaging. Further, the unit was not exposed to adverse environmental conditions.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.